Manufacturer narrative:
E1 - complete initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope connector board of the device may have been damaged by some physical stress applied during customer handling such as hitting, resulting in the b30 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the subject scope/probe device had an error display during the system connection. There was no harm or injury reported.